Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the implantation attempt of the subject device, a lead connection issue was reported by the physician. Reportedly after the lead was properly connected, it was determined that the associated lead needed to be replaced. After lead replacement a proper connection could not be established, since clicking on the associated screwdriver was not possible, even with a second screwdriver. Another pacemaker was implanted instead.